Event description:
The ethicon ace laparoscopic shears handpiece would not let us test the device as we pushed the button. Then following our attempt to test the device it started testing by itself. A not reading correctly type of message had also been displayed. A subsequent "like" device was utilized without incident. Diagnosis or reason for use: laparoscopic total hysterectomy, bso, cystoscopy.